Event description:
It was reported that during a colonoscopy procedure for diagnosis, while removing the polyp the snare would not cut through the tissue. The snare was then attempted to be re-opened and it hung in the polyp. For one hour, they manipulated the scope and the snare and eventually the snare was removed from the polyp. The procedure outcome was reported as fine and the pt's condition was reported as fine.